Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, visual inspection of the lead noted both the internal and the external insulation was abraded through to the conductor coil. Microscopic evaluation indicated that the insulation damage was caused by localized compressive stress on the insulation surface. Due to the location and the type of damage exhibited, it was concluded that the damage was caused by lead entrapment in the clavicle-first rib region.

Event description:
Boston scientific received information that this lead exhibited high pacing impedance measurements. This lead was used with a non-boston scientific pulse generator system which treated sleep apnea. This is against labeling. This lead was explanted. It was noted the lead had multiple fractures at the clavicle/first rib juncture. No additional adverse patient effects were reported.